Event description:
It was reported that pump screen was dark and would not turn on, and pump showed red light and repeated vibrations despite attempts to wake display. There was no adverse impact to the customer's blood glucose level. Customer was placed on multiple daily injections for backup therapy and was sent replacement pump under warranty.